Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of over 500 mg/dl. Bg was approximately 338 mg/dl at the time of report. Bg was addressed with a pump bolus and a syringe bolus. A system check with tandem¿s technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.